Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, system displayed "preventative maintenance (pm) required - 50001- master supervisory controller (msc)" message. Error 50001 was observed in the system logs on the personal computer memory card international association (pcmcia). An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to perform a hard power cycle of the vision side cart (vsc); however, the customer was not able to perform as they were in the middle of the procedure. At an unspecified time during the procedure, it was further reported that the customer performed a hard power cycle on the vsc, but the error still appeared. The user continued with the procedure using the same system under this condition. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported issue and replaced the suspect isi core controller (icc) to resolve the issue. After replacement, the system was tested and verified as ready for use. Isi received the replaced icc for failure analysis. The icc was analyzed, and error code 50001 was reproduced and confirmed. The unit was placed into the system for testing. The battery voltage measured below specification. The complaint was confirmed based on the field evaluation and failure analysis.